Event description:
Operative report received from user facility states that the hard intraocular lens was attempted to be placed in the eye, but there was not enough capsular material to place the implant anterior to the capsule. The posterior chamber lens was removed and a vitrectomy was performed. An anterior chamber intraocular lens was placed without complication. Patient in good condition.